Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 400ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up.

Manufacturer narrative:
The device was returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.